Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed did some troubleshooting. Customer stated that one reading would be 120/80 and the next measurement is, 80/78, the next is 140/60. Customer advised that they are not able to duplicate the issue with their simulators. It was confirmed they were using reusable cuffs from medline. Customer told rse that they are no longer getting the errors. The philips clinical specialist advised the customer and staff to make sure the nibp hose is fully seated in the nibp connector. The customer stated to wait a week to determine if issues reoccur and if so they will confirm. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was not replicated and unknown. The customer was provided with some information and the device is working per specification with no errors.

Event description:
Philips received a complaint on an avalon fm50 fetal monitor indicating that the non invasive blood pressure pump (nibp) was not providing accurate measurements and the fm50 intermittently displays incorrect non invasive blood pressure pump (nibp) readings. The device was in clinical use at time of event, no adverse event was reported.